Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device history record could not be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection; however, the allegation was confirmed in the photos provided by the customer. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic subtotal hysterectomy via a high approach, the ultrasonic forceps malfunctioned, and broken grasping forceps were observed. The forceps broke at the end of the surgery, about 90% complete, retrieved through an unspecified medical intervention with no pieces left inside the patient, and no sequelae were reported for the patient related to the breakage.

Event description:
No new information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the inadvertently left out information from the previous report. Updated fields: h7 and h9. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide inadvertently left out information in the previous report. Updated fields: d4 and h4. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.